Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the image issue was caused by a faulty cable. The specific cause of the faulty cable was attributed to fluid ingress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) ¿never bash or drop this camera head. This could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of image loss was not confirmed. However, the possibility that the incident occurred at the customer cannot be denied. It was noted that the image had roughness. Additional findings include the following: ithe charged coupled device, the camera cable, and the video connector was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative reported (on behalf of the customer) that the high definition camera head had a disconnection issue and defective image. There were no reports of patient harm.